Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an anterior/posterior spine surgery, the motor device had a "possible air leak while in use with an attachment". The reporter was "not sure if there was a leak in the hose or if the attachment was the problem". There was no delay to the scheduled surgical procedure. An identical spare device was available for use. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.